Event description:
It was initially reported to boston scientific that the matrix standard-3d coil stretched during the procedure. Upon evaluation of the device in 04/2004, it was noticed that the device was returned in two separate pieces, classifying this event as a medical device report.